Event description:
Boston scientific received information that a lead revision was done on this right ventricular (rv) lead which showed noise episodes which were oversensing on the rv and the shock channel. The noise was detected as ventricular tachycardia (vt). The measurements of the lead also showed increased pacing thresholds from 1.0v at 0.5ms to more than 7.5 v at 2.0ms and high pacing impedance from 450 ohms to more than 3000 ohms. The patient¿s implantable cardioverter defibrillator (ICD) was also replaced with a new device. There was no allegation against the ICD. No adverse patient effects were reported. This lead was partially abandoned as the only the pace/sense portion of the lead was capped and the shock portion remains in service. Finally measurements were of normal range. No adverse patient effects were reported.

Event description:
Additional information received indicated that noise and oversensing was observed which resulted to pacing inhibition and syncope as the patient was pacemaker dependent. No lead damage was observed but an insulation issue was suspected. This lead was partially abandoned as the only the pace/sense portion of the lead was capped and the shock portion remains in service. Finally measurements were of normal range. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.